Event description:
In 2008, the patient reported the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and 5-6 units of insulin spilled into the cartridge compartment. The patient was able to remove the plunger from the piston rod. She was instructed to dry the cartridge compartment with a cotton swab. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.